Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the event happened during surgery because it was a minimal cut taken. Doctor had to use intermedullary rod and distal cutting block from attune instruments.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. No evidence was found indicating product error was a contributing factor to the reported event. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot: no deviations or non-conformances were noted.

Event description:
It was reported as " I spoke with (B)(6) the rep for dr. (B)(6) today and he mentioned that when placing the guides and making the distal cut that the lateral distal cut only cut cartilage and not per what our plan shows. The case number he was referring to was (B)(4) ". Follow-up information received, noted "this was at (B)(6). Lot numbers should be found on trumatch products. Yes it happened during surgery because it was a minimal cut taken. Doctor had to use intermedullary rod and distal cutting block from attune instruments."

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.